Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Information references the main component of the system. Another relevant device is: product ID [enveor-n-us] lot [0008703464] use by date [2019-07-06] UDI [(B)(4)].

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in a good position. As the delivery catheter system (dcs) was being removed, the nosecone caught on the valve and pulled it out of the annulus, causing it to cover the coronary arteries. A gooseneck snare was used to pull the valve superior in the ascending aorta. A second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Dislodgement of the valve by the distal tip of the delivery catheter system (dcs) is related to operator technique or experience. The instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. If information is provided in the future, a supplemental report will be issued.